Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code 12, and had previously been reported. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by cts to reset the pump, allowing them to resume insulin delivery despite not having a backup therapy. Cts provided pump reset information, and after the reset, the customer was able to continue using the pump. However, cts still planned to replace the pump with a new one with updated software, informing the customer about available training and handling instructions for the replacement process. The customer acknowledged the procedure and agreed to return the malfunctioning pump using the provided pre-paid label.